Event description:
When giving the vaccine, at the very end of the injection, a small amount dribbled out from the connection port within the needle, distal to the connection port with the needle and syringe. The nurse estimates that the patient received most of the vaccine before some dribble occurred.a 1 inch 25 gauge jelco needle (hypodermic needle-pro needle with needle protection device) was used, manufactured by smith medical asd in keene nh. This is a new product in our office.previously, we were using 1 inch 25 gauge (needle-pro edge safety device) needle manufactured by smth medical in keene nh. The new product was ordered because of a shortage in the previous needle product. We were told that our regular product will not be available until end of december 2014.